Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low results for calcium, phosphorus, urea, and hdl-cholesterol for an unknown number of patient samples over several days. Of the data provided for one patient, only the following results were discrepant. Calcium: initial = 2.14 mmol/l. Repeats = 1.79, 2.28, 2.27, and 2.27 mmol/l. Urea: initial = 37 mg/dl. Repeats = 47, 45, 24 mg/dl. Hdl: initial = 6.8 mg/dl. Repeats = 64.0, and 63.8 mg/dl. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. There was no allegation of an adverse event. The calcium reagent lot number was 200966. The urea reagent lot number was 212533. The hdl reagent lot number was 200769. The expiration dates were requested but were not provided. The customer cleaned the sample probe and performed repeatability testing. The field service representative found some cuvette segments were broken, some rinse unit needles were clogged, and there were some droplets from the blank cell needle. After replacing cuvettes and blank cell tubing, and cleaning the needles, it was verified that the analyzer was working to specification. Calibration and qc were acceptable. The root cause of the issue was determined to most likely be contamination due to lack of maintenance.